Event description:
Customer went to the e.r. Because customer was sweating and very shaky. At the e.r. The customer tested and received a result in the 400's mg/dl and the hosp tested and the result was 37mg/dl. Customer had been receiving results in the 300's and 400's mg/dl for some time and the doctor increased insulin. Customer would eat something sweet to raise sugar level. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.